Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 163 mg/dl. Technical support provided information to reset the pump, but the malfunction code recurred. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continuity in insulin delivery.